Event description:
55 yr old female w/rectal ca was ordered to receive 24 hr continuous infusion via port-a-cath via home hlth. A 9-volt battery was placed in cadd prism pump, and pump programmed to infuse 5-fu 4500 mg in 500 ml at 20.8 ml/hr over 24 hrs continuous. At the end of scheduled infusion, the pump registered 500 ml had infused, however rn reports 100 ml fluid still remained to be infused. Md notified, pt rec'd chemo over 30 hrs rather than 24 hrs. Pumps event log revealed external battery pack was attached to pump 3.5 hrs after infusion started (after battery pack completed charging). Event log did not reveal any other events. MFR notified customer svc rep stated that a 9-volt battery should be sufficient and that a 3.5 hr delay in attaching battery pack should not affect pump's accuracy. Rep suggested an "upstream occlusion" may have occurred, for which the prism pump does not have an alarm for.